Manufacturer narrative:
The device was not returned for evaluation. Review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. Complaint history review found there have been no other events for the manufacturing lot. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the screw driver head broke off in screw.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the screw driver head broke off in screw.